Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Imdrf device code a0501 captures the reportable event of balloon detachment. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment. Imdrf impact code f2301 captures the reportable event of additional device required (grasping forceps).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a tight biliary stricture performed on (B)(6) 2025. During the procedure, the balloon was unable to fully deflate, and the balloon sheared off. The physician tried balloon extraction using grasping forceps but was unable to retrieve the deflated balloon from the duct. The patient was stented past the balloon as planned at the start of the procedure and the procedure was completed successfully. No further information has been obtained despite good faith efforts. The balloon remained in the patient, and the patient was given post procedure antibiotics in recovery.